Manufacturer narrative:
(B)(4). Date sent: 10/8/2020. D4: batch #u9477n. Investigation summary: the analysis results found that the er420 device was returned with no apparent damage and a clip in the jaws. In addition, one scissored clip was received inside of a plastic bag. The device was tested for functionality. During the analysis, the device was cycled and it fed, retained, and formed the remaining 11 clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch#:unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Additional information: a photo was received for review. Upon visual inspection of one photo, the following was observed: the photo shows a scissor clip on the tissue. Based on the photo, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the surgeon has been experiencing multiple scissoring clips while using the er420 clip applier. This specific issue occurred while the surgeon was applying a clip to a piece of tissue on the stomach. This is pertinent because this tissue is not too thick, he did not rapid fire the device, it was the second or third clip used from this specific device, and he was firing it on tissue with no other objects in the tissue such as staples or other clips etc. The surgeon states that this scissoring is a concern because the clips do not hold effectively when scissored and when placed on a vessel the hold of the clip is extremely important. There were no patient consequences.